Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, non-sustained right ventricular oversensing was noted on the implantable cardioverter defibrillator. The patient has a left ventricular assist device implanted, which is intermittently oversensing. Programming changes were made to the device and the oversensing is resolved.